Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The display is missing a pixel column due to an interruption of the heat-seal connection. The customer is not able to see 100% of the display, but the defective pixel cannot lead to misinterpretation of the insulin amount.

Event description:
Reporter stated there are several vertical white stripes on the infusion device display, and these stripes make it difficult to read the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported.